Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that during intercourse, the corporotomy stitches popped, and the implanted cylinder began to bulge out of the corporotomy causing discomfort. The physician indicated he felt the patient used the device too early before the corporotomy healed. The physician removed the device and tested it. As the device worked well, the physician re-implanted the device and put additional stitches in the corporotomy. No further patient complications were reported.